Event description:
It was reported that item b11lt came with trocar 11mm and sleeve 12mm, item is fully sealed from manufacture. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 9/27/2022. Batch # unk photo analysis: this is an analysis of two photos submitted to ethicon for review. During the visual analysis the following was observed: the photos show a b11lt came with trocar 11mm and sleeve 12mm in original sealed packaging. The size of the device is incorrect. Based on the photo review, the event describe is confirmed. The size of the universal seal is incorrect observed during visual assessment has been correlated to the manufacturing process. Based on currently available information, the size was identified during investigation of the photo received. This product issue will be addressed through ethicon's quality system. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.